Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that minibore bi-fuse ext, 2 IV cnntr, 2ckv was damaged. The following information was provided by the initial reporter: breakage of the end of a 2-way connector in the light of the kt piccline therefore now unusable.

Event description:
It was reported that minibore bi-fuse ext, 2 IV cnntr, 2ckv was damaged. The following information was provided by the initial reporter: breakage of the end of a 2-way connector in the light of the kt piccline therefore now unusable.

Manufacturer narrative:
H6: investigation summary a sample was not available for investigation of this feedback; however the customer indicates that the male luer component was damaged whilst attempting to disconnect it from the PICC. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the mz9279 set in the past 12 months.